Manufacturer narrative:
Replaced the "treat valve" solenoid. Valve was overheating and not allowing water flow to the therapy head.

Event description:
System malfunctioned with a patient on the table. Treat valve broke during treatment. System would not fill with water. Treatment aborted 1132 shocks into the procedure.